Event description:
It was reported that one day after implant procedure, this implantable lead exhibited high pacing thresholds. Subsequently a revision procedure was performed. The physician tried to extend/retract the helix, but after 20 turns the helix was not retracting. Also, tissue was attached to the lead. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations regarding high pacing thresholds allegation.

Event description:
It was reported that one day after implant procedure, this implantable lead exhibited high pacing thresholds. Subsequently a revision procedure was performed. The physician tried to extend/retract the helix, but after 20 turns the helix was not retracting. Also, tissue was attached to the lead. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.